Manufacturer narrative:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal was broken. Customer problem was duplicated. Investigation found damaged upstream occlusion sensor. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace upstream sensor. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was an upstream sensor damage. It is unknown if there was no patient, or clinician injury associated with this event.